Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to the neo pancreas head pressing on the duodenum. The stricture was 3cm in length. The patient anatomy was not noted to be tortuous but had "high stenosis". Comorbidities noted included cancer. During the procedure, the stent was partially deployed. However, the outer sheath detached at the location of the distal radiopaque marker. The proximal end of the stent remained inside of the detached sheath. The physician removed the delivery system from the patient. The detached sheath with the stent were removed together with forceps. It was noted that the patient had a previously implanted biliary stent that transversed into the duodenum. As the biliary stent was implanted at a different facility, additional information regarding the stent including brand and make are unknown. During the procedure, it could not be determined if the previously placed stent contributed to the event. However, the physician did not allege any complaint against the existing stent. The procedure was not completed. Another stent placement procedure was scheduled for the following week. The patient condition following the procedure was stable. There were no patient complications reported as a result of this event. The second stent placement procedure was completed successfully without complications. The patient condition continues to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to the neo pancreas head pressing on the duodenum. The stricture was 3cm in length. The patient anatomy was not noted to be tortuous but had "high stenosis". Comorbidities noted included cancer. During the procedure, the stent was partially deployed. However, the outer sheath detached at the location of the distal radiopaque marker. The proximal end of the stent remained inside of the detached sheath. The physician removed the delivery system from the patient. The detached sheath with the stent were removed together with forceps. It was noted that the patient had a previously implanted biliary stent that transversed into the duodenum. As the biliary stent was implanted at a different facility, additional information regarding the stent including brand and make are unknown. During the procedure, it could not be determined if the previously placed stent contributed to the event. However, the physician did not allege any complaint against the existing stent. The procedure was not completed. Another stent placement procedure was scheduled for the following week. The patient condition following the procedure was stable. There were no patient complications reported as a result of this event. The second stent placement procedure was completed successfully without complications. The patient condition continues to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle was fully retracted and the stent was fully deployed. The stent was not returned for analysis. The inner shaft was kinked at 34mm and 64mm proximal to the distal tip. The outer sheath was detached just proximal to the exterior tube markerband. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification of this investigation is undeterminable. A review and analysis of all available information failed to indicate a root cause or probable root cause.